Manufacturer narrative:
The insulin pump had no button error alarm during testing. The insulin pump had an intermittent buttons due to flattened bolus express button dome switch. The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No moisture damage on electronic assembly during visual inspection. The insulin pump had cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states they jumped into a hot tub to rescue grandson. The customer states the device was on during incident. The customer states their blood glucose level was 164mg/dl, but soon after rose to 400mg/dl. The customer states there was no moisture visible in pump. The customer states button error alarm is present at or around the time the pump was exposed to moisture. The customer's most current blood glucose level was 438mg/dl. The customer states they treated with manual injection. Troubleshoot was conducted and the customer mentioned problems still persist. The customer was advised the pump would be replaced and returned for analysis.